Event description:
Explant of sound processor to support treatment of infection. Initial implant (B)(6) 2012.

Manufacturer narrative:
Patient was reconstructed with and envoycem bridge on (B)(6) 2012. Note: late filing of report as per discussion with (B)(4) 2012.